Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of firmness is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event(s) as follows: warnings injection site responses consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 30 days. Refer to the adverse events section for details. Precautions patients may experience late-onset adverse events with use of dermal fillers, including juvéderm vollure¿ xc. Refer to adverse events section for details. Adverse events per table 1 and table 2: injection site responses by maximum severity and duration after initial treatment occurring in > 5% of treated subjects (n = 123) for possible injection site responses post injection with juvéderm vollure® xc include firmness, swelling, tenderness to touch, lumps/bumps, redness, pain after injection, bruising, itching, and discoloration. Per table 3, injection site responses by severity and duration after repeat treatment with juvéderm vollure® xc occurring in > 5% of treated subjects (n=91) include firmness, swelling, tenderness to touch, redness, lumps/bumps, pain after injection, bruising, itching, and discoloration. Aes after initial/touch-up treatment occurring in = 5% of nlfs included injection site bruising, erythema, pain, discoloration, pruritus, reaction, and facial asymmetry.

Event description:
Healthcare professional reported 2 months after injection in the tear trough with juvéderm vollure¿ xc patient developed firmness in the injection site following travel by airplane. Patient was prescribed antibiotics, steroids, and was treated with hyaluronidase repeatedly with minor improvement. Symptoms are ongoing. Patient was concomitantly injected with juvéderm volbella® xc in the lips. This is the same event and the same patient reported under MDR ID# 3005113652-2017-01063 (allergan complaint (B)(4)). This MDR is being submitted for juvéderm vollure¿ xc.

Event description:
Upon further follow up with the healthcare professional, it was revealed that the concomitant product injected in the lips was juvéderm® ultra plus xc, not juvéderm volbella® xc.